Event description:
It was reported that the patient heart rate was lower than the lower rate set on the device and the device was not switching from a managed ventricular pacing (mvp) mode to a dual chamber sensing/pacing mode (ddd) appropriately. The pacemaker dependent patient was in a 2:1 rhythm or complete heart block sometimes. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2011. (B)(4).